Event description:
It was reported that the customer had high blood glucose levels of 451 mg/dl. The customer reported multiple calibration errors from the insulin pump. The customer also reported a bad sensor alert from the insulin pump. Troubleshooting was done. The customer reported that the sensor was curved at the end. The customer was advised to remove and change the sensor. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.